Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction (ami). The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced for pre-dilation; however, when the balloon was inflated by nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.